Manufacturer narrative:
The manufacturer postal code is (B)(4). The code was removed to facilitate timely regulatory report submission, and solely as a temporary workaround to a validation issue. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three days post-implant, the cardiac resynchronization therapy defibrillator (crt-d) began inappropriately functioning due to noise that was observed on the electrogram (egm). It was noted a revision operation was performed, and noise was noted at the connection and likely a result of a loose pin. It was also added a there was no issue observed with the lead and a "possible generator failure could not be excluded in addition to the suspected loose pin," therefore, the crt-d was explanted and replaced and the lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.